Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)

Event description:
Patient had acl surgery in (B) (6) 2004 and experienced post-op pain, swelling and skin protrusion resulting in two additional surgical procedures; (B) (6) 2007 and (B) (6) 2008.